Manufacturer narrative:
The investigation automated imeplla controller (aic) - shutdown or restart issue has been completed. Console logs from the reported day of event are consistent with complaint. Console was tested, but issue was not reproduced. The root cause could not be determined. The following have been reported incorrectly on manufacturer device report 1220648-2024-24522.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported an unexpected automated impella controller shutdown (aic). The bedside clinical staff was recommended to do a controller exchange and return affected aic. The patient remained stable and the procedural outcome was the patient survived surgery.